Manufacturer narrative:
The supplemental report is submitted to provide the result of the device evaluation and update to section h3. The device was returned for evaluation. The reported indicator lights flashed when the device was powered up was confirmed which was due to faulty turret motor. Additionally, the evaluation found the device was missing hexagon wrench on the lamp door and the main switch need to be upgraded. The non-olympus lamp life meter was reading below 50hours, which measured within range. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to previous reports. Corrected d8 to 'yes' as the device was serviced by user facility by adding a non-olympus bulb. The device was returned for evaluation. Olympus confirmed user report due to a faulty turret motor. In addition, the following were found during evaluation: old version main switch needs to be upgraded, missing hexagon wrench on lamp door, non-olympus lamp life meter is reading below 50 hours, light output measured w/in range. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the turret error occurred due to the malfunction of the turret motor and the error was notified by blinking the indicator lights. It is likely the turret motor deteriorated and malfunctioned due to aging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Customer reported the bulb was replaced and it helped but the issue returned. Tac instructed the customer to send the device in for evaluation. The device has not yet been returned to olympus for evaluation and repair. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly."

Event description:
It was reported to olympus that during preparation for use, the visera elite xenon light source indicator lights flashed when the device was powered up. There was no harm or user injury reported due to the event.